Event description:
It was reported that a hospital engineer received a substantial electric shock to his hand when tried to restart the ultrasound vivid e9 4d expert system, which had previously caused the facility mains supply fuse to open due to an apparent malfunction in the scanner's mains circuit. The engineer was evaluated by site medical personnel and received a resting ECG showing no adverse effects. No injury was reported from this incident. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.